Event description:
It was reported that during a low anterior resection procedure, they had the anvil in the proximal end and the stapler all the way in the anus. The surgeon retracted out the trocar part until he could see the tying knot. He heard it snap together. While dialing it back down it de-engaged right at the end of dialing it down. The trocar was stuck back in the distal trans-section, therefore, causing a hole in the distal trans-section. He could not open it back up and create another hole so a colostomy was performed. This is a temporary colostomy. The patient is stable.

Manufacturer narrative:
Date sent: 12/03/2008. Information is unavailable; device was not returned for evaluation.